Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white component damaged. The male end of the 3-way stopcock broke off and remained inside the lumen of the central catheter, blocking the route. When did the incident occur? During use.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample and 2 photos submitted for evaluation. The reported issue of component damage ¿ no leak was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that no defect was found with the bd device. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. In the instructions for use that is included in each box, the recommendation is do not over tighten connections, check connection regularly, change stopcock every 72 hours and when lubricious or fat infusates are used change stopcock every 24 hours. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.